Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38 mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the distal end of the strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mmx2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the distal end of the strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.